Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose level. Blood glucose level at the time of incident was 411 mg/dl and treated hyperglycemia by using insulin pump. It was unknown whether the auto mode feature was active or not. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.